Event description:
It was reported the patient had occasional urinary tract infections since implant. The patient still catheterized three times a day, down from seven or eight. The patient started feeling urges after implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v439917, implanted: (B)(6) 2010, product type: lead. (B)(4).